Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced stopper creep out or loose closure, and a broken lid/cap which were noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea tube shield has molding defect issue.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for improper assembly with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and improper assembly was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced stopper creep out or loose closure, and a broken lid/cap which were noted prior to use. The following information was provided by the initial reporter: before use, the customer found 1ea tube shield has molding defect issue.